Event description:
It was reported that there were defects such as no flashback, catheter bent and had a hole with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: material no.: 382534, batch no.: 8340860. It was reported that there was no flashback. It was also reported that the catheter became bent and there was a hole in it. Per mw form: during IV insertion, this rn pulled back IV catheter when she wasn't getting a flash. The catheter was bent and had a small hole in it. IV catheter removed immediately.

Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were defects such as no flashback, catheter bent and had a hole with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: material no.: 382534. Batch no.: 8340860. It was reported that there was no flashback. It was also reported that the catheter became bent and there was a hole in it. Per mw form: during IV insertion, this rn pulled back IV catheter when she wasn't getting a flash. The catheter was bent and had a small hole in it. IV catheter removed immediately.